Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery status is post eri (4.73 volts). The device was explanted and will be sent back to cpi for analysis.

Manufacturer narrative:
Event conclusion: reliability assurance testing confirmed premature battery depletion. Battery status was found to measure eri after 21 months of implant. The device passed electrical specifications including a normal current drain. Premature depletion characteristics of this device are consistent with a temporary high current condition that was corrected when programmer/system software, (model 2872, revision 4.1) was used with the device